Event description:
A patient reported experiencing inaccurate high results with an ot profile meter. The patient's blood glucose results were 227 mg/dl, 97 mg/dl. Tests were done < 10 minutes apart with a difference of 71%. Patient did not experience any adverse events. No further information has been reported.